Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 9 and 10 did not open and were not on the bus. A field service engineer (fse) replaced the pyxis bus module controller board and connected with medbank to configure. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie drawers failed to open and the user was unable to issue a medication. However, there were no delays or adverse events or injuries reported based on this event.